Manufacturer narrative:
Weight, ethnicity, and race: unknown/no information. Implant date: if implanted; give date: not applicable. The iol was not implanted. Explant date: if explanted; give date: not applicable. The iol was not implanted; therefore, it was not explanted. Initial reporter first name: unknown/ not provided. Device evaluated by MFR: the device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported they noticed the iol was scratched during handling of the product. There was no patient contact. No further information was provided.

Manufacturer narrative:
Corrected data upon further review of this complaint it was noticed that jnj had received the following information which was not reported in the initial medwatch md-0007595. The patient¿s age 76 yrs. Old, date of birth is (B)(6), height is 68 inches and weight 132 kg. Based on the name provided the patient is a male. The following fields have been updated: section a2 age and date of birth: 76 yrs.old, (B)(6). Section a3 gender: male. Section a4 weight: 132 kg. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.